Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the ra lead is undersensing. The lead will remain in use based on medical judgement. No further actions are planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial (ra) lead had two consecutive low pacing impedance readings. The lead remains in use. The patient is a participant of the (B)(6) study. No patient complications have been reported as a result of this event.